Event description:
This event is associated with the glow clinical trial. It was reported that a female patient underwent augmentation revision surgery with mentor glow study gel devices on (B)(6) 2016. Adverse event # 1. Infection, (left side, implant serial number: (B)(6). Doi:(B)(6) 2016, doe: (B)(6) 2016). On (B)(6) 2016, she presented with the left breast infection, which required bilateral explantation. Should more information become available, this note will be updated and case reassessed, and supplemental report will be submitted.

Manufacturer narrative:
On may 6, 2022, mentor received additional information regarding the event. Information received indicated that only the infection was related to a study device. As per clinician's review, event description has been updated under field b5 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via (B)(4) that a (B)(6) caucasian female patient underwent revision breast augmentation with a 340cc mentor memorygel breast implant and was presented with wound infection on her left side. As a result, the device was explanted on (B)(6) 2016.